Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an ectopic pregnancy cse, the device jaws could not be re-opened while applied to the fallopian tube. The surgeon used another device to seal around the jaws and then removed them. There was no patient injury.